Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device has a keypad malfunction. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the keypad malfunction identified during functionality testing. The evaluation found that the following keys were inoperable: (.), #4, #5, #6, #7, #8 and #9 keys, determined to be caused by a failed keypad. When attempting to navigate through the care area/drug selection and attempting to input desired parameters, the following was observed: when any of the remaining functional keys are pressed, an automatic output of the (.) Key occurs following the selected key's function. For example, numerically: when the #1 key is pressed, ".1" is displayed, interfering with mdl drug searching opportunities. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.